Event description:
It was reported to nova biomedical that a consumer received allegedly erroneous blood glucose readings causing him to mistreat himself and subsequently experience a hypoglycemic event. During the call to customer support, it was revealed that the consumer does not control solution test his test strips before use as instructed in our directions for use. It was also revealed that the consumer improperly stores his test strips. Consumer education took place at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.